Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd syringe experienced foreign matter contamination. The following information was provided by the initial reporter: at 09:10 on november 10, when the nurse prepared the liquid for the child, he routinely checked the syringe before the preparation, and found that there was a white foreign matter attached to the needle, which was not easy to wipe off. The syringe was immediately stopped and replacement of new syringes to dispense medicines for the patient, such incidents may not only delay the patient's treatment, but also increase the patient's risk of infection.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device manufacturer becton dickinson, s.a. D4: catalog # 301942. D4: medical device lot #: 2004154 . D4: medical device expiration date: 2025-03-31. D4: unique identifier (UDI) #: (B)(4). G2: manufacturing location: becton dickinson, s.a.. H4: device manufacture date: 2020-04-02. H6: investigation summary . A device history record review was completed for provided lot number 2004154. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were identified. Based on the provided feedback, it is possible that the reported incident consisted of epoxy on the needle. Epoxy is the adhesive used to join the cannula to the hub component. This type of defect could possibly occur during the assembly process. If a stoppage occurs, some epoxy from one needle may be introduced to another needle.

Event description:
It was reported that the unspecified bd syringe experienced foreign matter contamination. The following information was provided by the initial reporter: at 09:10 on (B)(6), when the nurse prepared the liquid for the child, he routinely checked the syringe before the preparation, and found that there was a white foreign matter attached to the needle, which was not easy to wipe off. The syringe was immediately stopped and replacement of new syringes to dispense medicines for the patient, such incidents may not only delay the patient's treatment, but also increase the patient's risk of infection.